Event description:
In 2009, the patient underwent an endovascular procedure in the descending thoracic aorta. Two gore tag thoracic endoprostheses were implanted. The first gore tag thoracic endoprosthesis was landed distally and the proximal end of the device was floating in the aneurysm sac. The physician had difficulty advancing the cook introducer sheath to deploy the second gore tag thoracic endoprosthesis, and reported that a piece of embolism was dislodged. The second gore tag thoracic endoprosthesis was landed proximally. The patient recovered from anesthesia with paralysis. A spinal drain was performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: tg2815.